Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon ('iab') was prepped per instruction and the super arrow-flex ('saf') sheath was inserted into the patient's left femoral artery. The user inserted the iab into the sheath and the iab became stuck in the sheath. The iab and the sheath were removed as one unit. The facility did not have another iab kit in the hospital. The "therapy was continued using an interventional catheter (specific kind of catheter is unknown) and some drugs." There were no reported patient complications.